Manufacturer narrative:
Ntuvie received a report indicating that during routine preventive maintenance (pm) at right way medical the device failed the 30 psi occlusion pressure test, recording a pressure of 20.1 psi which is outside the acceptable range of 22 to 38 psi. The failure was confirmed and a review of the device¿s serial number history revealed no similar complaints. The issue was successfully resolved by replacing the pressure sensor. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint (B)(4).

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at right way medical the device failed the 30 psi occlusion pressure test, recording a pressure of 20.1 psi which is outside the acceptable range of 22 to 38 psi. The failure was confirmed and a review of the device¿s serial number history revealed no similar complaints. The issue was successfully resolved by replacing the pressure sensor. No patient involvement was reported.